Event description:
Boston scientific received information that this product was part of a system revision due to concern of infection. The associated cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and this implantable defibrillation lead remained implanted and in service. Subsequently, two months later, this lead was explanted and replaced as part of a system revision due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.